Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the lesion was located in the right coronary artery (rca) and was chronically, totally occluded. A 3.5 promus was placed in the ostial lesion. It was attempted to place the 3.0 x 28 mm promus, but the physician was unable to get it as close as he wanted to. The physician began pulling the 3.0 x 28 mm promus stent delivery system (sds) back and the stent was stripped off of the balloon. It was attempted to pull the stent into the guiding catheter and also tried to snare it -all unsuccessful. Another company's 1.5 mm balloon was used to expand the stent in the rca, not where it was originally wanted, but was satisfied with the outcome. The patient is fine. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident information. Potential causes for stent dislodgement may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. In this case, it appears that the failed attempts to cross the calcified lesion resulted in the interaction of the stent with the lesion and anatomy and likely contributed to the stent dislodgement.